Manufacturer narrative:
Details of complaint: the customer reported that a patient was automatically discharged with no user intervention. When a physician went to look at the patient's waveforms, the patient was not being monitored at the central nurse's station (cns) and the nursing staff had to readmit the patient. They believe the system spontaneously discharged the patient. No patient harm or injury was reported. Investigation summary: nihon kohden was unable to determine a definitive root cause, as the issue is user dependent, the device was not returned for evaluation, and there is not enough information available. However, based on the reported information, and a review of similar complaints, which occurred at the same facility, the system was currently working normally, as no further issues have been reported in relation to this specific issue, since 07/12/2021. Based on the available information, it is possible that the issue was due to a user related error, (perhaps the transfer-change function was not executed properly, or a connected device was ungracefully shutdown), or an intermittent network connectivity and/or software related issue occurred. Despite our attempts to obtain patient information, no further details were reported.

Event description:
The customer reported that a patient was automatically discharged with no user intervention. When a physician went to look at the patient's waveforms, the patient was not being monitored at the central nurse's station (cns) and the nursing staff had to readmit the patient. No harm or injury was reported.

Event description:
The customer reported that a patient was automatically discharged with no user involved in the process. They stated that when a physician went to look at patient waveforms, the patient was not being monitored in the central nurse's station (cns) sector and that their nursing staff had to readmit the patient again. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: zm-930pa, serial #: (B)(4), device manufacturer data: 12/17/2007, unique identifier (UDI) #: (B)(4).